Event description:
Pt had a l-spine MRI scan. As pt was being removed from scanner he complainted of a burning sensation on his thumb and buttocks. No metal was found on the pt or in the scanner. Later he called back to scanner with complaint of blisters on thumb and buttocks. He was instructed to go to hosp ER. Technologist examined coil and found bare wire in coil connection that had been soldered and uncovered.